Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced recurrent urinary infections and pain in her abdomen and side. It was reported that she underwent a procedure to remove the mesh on (B)(6) 2017. No additional information was provided.